Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the pt's device was emitting an 'eeking' sound and would not power on. When a pt service rep (psr) arrived to assist the pt and replace the monitor, the psr reported that neither the replacement monitor or the pt's current charger/modem were recognizing the batteries. The psr exchanged the pt's charger/modem and reported that the replacement was also defective; it was not recognizing or charging the batteries. The pt was issued a fully functional replacement monitor, charger/modem, and battery packs.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (emitted 'eeking' sound / does not power on) has been confirmed. As received, the monitor would not power on. The cause of the inability to power on is contamination on the computed / analog (ca) and defibrillator boards. The root cause of the contamination is liquid ingress through the battery connector and sd card access port. Device eval of charger/modem (B)(4) has been completed. The reported problem (does not charge/recognize batteries) has been confirmed. Upon eval, contamination was found on the battery board inside the charger/modem. In addition, component u13, (B)(4), on the beside board was defective. The cause of the inability to recognize batteries or charge is contamination on the battery board, as well as the defective u13. The root cause of the contamination could not be positively identified but was likely liquid ingress. The root cause of the defective u13 was not positively determined. Device eval of monitor (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon eval, there was no signal from the programmable logic device ((B)(4)). The pld controls the high-power logic functions of the monitor. The cause of the battery communication faults is pld failure. The root cause of the pld failure cannot be positively identified, but is likely fractured solder connectors due to mechanical shock from physical impact. Device eval of battery pack (B)(4) has been completed. The reported problem (faults in charger and monitor) has been confirmed. As received, the battery would not charge in the charger and would not power on a monitor. The cause for the inability to charge or power on a monitor is corrosion around the battery connector. The root cause for the corrosion cannot be positively identified but was likely liquid ingress. Device eval of charger/modem (B)(4) has been completed. The reported problem (does not recognize or charge batteries) has been confirmed. Upon eval, transistor q1 was thermally damaged. (B)(4). The cause for the inability to recognize or charge the batteries is the thermally damaged transistor. The root cause of the damaged transistor was inconclusive. No adverse event resulted from the contaminated monitor, charger/modem, and battery pack, or the defective pld in the replacement monitor and defective transistor in the replacement charger/modem. The pt received a fully functional replacement monitor, charger/modem, and two battery packs. Device MFR date: charger/modem (B)(4): 09/2011, monitor (B)(4): 08/2011, battery pack (B)(4): 02/2011, charger/modem (B)(4): 07/2011.